Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not communicating. Tried unplugging and replunging but failed. The customer reported that there was a delay in the dispensing of medication, since they managed to get medication from other station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the incident, it was determined that the station did not communicate. A field service engineer found the machine was working upon arrival, tested all cable connections, and found no shorts. The engineer replaced the power supply as a preventative measure to resolve the issue. Fse then tested both drawers and pockets multiple times with no errors and also tested tower doors multiple times with no errors. The system functioned as intended.